Manufacturer narrative:
Attempts were made to obtain additional information and were unsuccessful. We will continue to monitor and trend these event types to determine if action is necessary.

Event description:
Complainant reported that two (2) doctors are having issues with patients in the office returning with "almost" a chemical burn from the exofin adhesive.